Event description:
A vascade 6/7 f closure device was being used to close/form plug in the right femoral artery upon sheath removal. The sleeve on the vascade device would not slide off collagen plug. Unable to deploy it. Manual pressure held and expression of hematoma. Patient was discharged home the next day. Right groin stable. Device is not available for return. No harm to patient.